Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm and an additional error alarm. Customer's father reported that the device's keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was not provided. The customer's father was advised that the insulin pump would be replaced, but will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.